Event description:
Patient was hypoglycemic needing a bolus of d10. Pump programmed to bolus and when pump alarmed that infusion was complete nurse went to double check the patient's glucose and he was still low. That's when the nurse looked up and noticed that the bag was still completely full.